Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated device replacement, when the physician opened the pocket all three leads were found to have pulled back due to patient physical activity and had very little slack. The lv and atrial lead had good thresholds. The physician wanted to give the rv lead more slack and tried to put a stylet down the lead. He was unsuccessful in getting the stylet down the lead. The rv lead was removed and replaced. The patient was stable before, during, and after the procedure.